Manufacturer narrative:
Added: d3, e1. Corrected: d4 (serial). Pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including full data logs. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clincial narrative: the patient was a 73-year-old female with an indication for use of hemodynamic support due to acute myocardial infarction complicated by cardiogenic shock. The pre-support clinical condition was consistent with scai shock stage a. An impella cp pump (sn (B)(6)) was implanted percutaneously via the right femoral artery on (B)(6) 2026 at 11:45 am. The device had been in place for approximately 20 days at the time of the event. The impella cp pump stopped and could not be restarted leading to device removal from the left ventricle and withdrawal of care. It is important to note that impella cp intended for clinical use is up to 5 days. Due to the unavailability of the explanted product for investigation and limited device diagnostic data at this time, the definitive root cause of the pump stoppage could have been contributed not following the recommended the days of use of treatment. The patient outcome of death was influenced by the underlying critical clinical condition and the decision to withdraw care following the device malfunction. Further evaluation is pending receipt of available console data download, if obtainable.